Manufacturer narrative:
Device was initially received for the complaint that the cassette sensor was defective. During investigation found the defective and unresponsive dso sensor. This malfunction makes the event reportable. Review of event log/alarm history found that high alarm "cassette not attached properly". A review of 12-month service history found that the previous service history in 05-nov-2025 for "damaged rear housing" and found no repairs made. The visual and functional testing was performed. The complaint confirmed through 50ml cassette and dso/uso occlusion test and replaced dso sensor. The probable root cause was the defective dso sensor. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the cassette sensor was defective. During investigation found the defective and unresponsive dso sensor. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.